Event description:
It was reported that the pump exhibited a cassette not recognized error. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was downstream occlusion sensor. As a result, the downstream occlusion seal and sensor will be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.